Event description:
The customer reported that the collimator on the stenoscop system would not work. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A contact in connector pl1 was repaired. The system operates as intended.